Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found external insulation abrasions at 15.7-16.4cm, 16.9-17.4cm, and at 17.8-18.1cm from the connector pin. The etfe coating was intact at these locations. (B)(4). No complaint recieved with return of device. Failure (event) observed during analysis.